Event description:
It was reported that the user placed a dexcom g7 continuous glucose monitor (cgm) that initially did not pair with the ilet bionic pancreas while the dexcom app showed connection, resulting in an elevated blood glucose reading and no ilet alerts; after confirming the ilet connection settings and performing standard checks, glucose began displaying on the ilet, and subsequent readings decreased into range, with no insulin delivery issues observed and infusion site and tubing verified. The user experienced a blood glucose peak of 320 mg/dl with no associated clinical symptoms. Outcomes included an interruption to automated insulin delivery with no health consequences or lasting impact. User support included communication and analysis of information, and review of delivery function and connection status. Investigation of this case revealed a communication disruption between the cgm and the ilet that was resolved by re-establishing the bluetooth pairing, indicating a transient connectivity issue with the cgm-to-pump interface. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity error that responded to standard troubleshooting.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.